Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called technical services to report experiencing a potential overfill and unspecified bleeding during treatment. Follow-up with the peritoneal dialysis registered nurse (pdrn), confirmed the patient bled from their pd catheter (not a fresenius product) exit site. The cause of the bleeding is unknown; however no medical intervention was required due to the event. Additionally, the pdrn reported no overfill occurred, and the patient was able to complete treatment on the night of the event. No additional information was available at the time of the call.

Manufacturer narrative:
Plant investigation: an external visual inspection showed no signs of physical damage. As-received treatment passed. Valve actuation test passed. System air leak test passed. Patient sensor calibration passed. There were no discrepancies encountered during the internal inspection of the cycler.

Event description:
...

Manufacturer narrative:
Correction: added clinical investigation conclusion clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of bleeding and potential iipv or overfill. The etiology of the pd catheter¿s (not a fresenius product) exit site bleeding is unknown, therefore causality cannot be determined. However no medical intervention was required for the event. The allegation of iipv was also assessed, and was unsubstantiated by the treatment data from (B)(6) 2018. Based on the information available, there is no documentation or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event (severity of s3, s4 or s5). Additionally, there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Event description:
...